Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg incision had opened up. The patient reported having a fever, chills, and nausea intermittently. The patient underwent surgical intervention where the physician decided to explant the entire scs system due to infection (reference MFR report: 3006705815-2017-00378, 3006705815-2017-00379, 1627487-2017-01955 and 1627487-2017-01956 for the leads).